Event description:
During phaco cataract emulsification this phaco machine shut off causing casule to collapse. Anterior vitrectomy was necessary and surgery proceeded. (Anterior vitrectomy is necessary, on occasion, for other patients undergoing phaco emulsification when machine functions properly). No immediate cause for the machine's malfunction could be found. The patient was seen one and nine days post operatively and has no evidence of serious injurydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.